Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. Tandem technical support was unable to perform a system check for the past occlusions; however, a system check using the current supplies on the pump was performed and the occlusion appeared to be within the cartridge. Reportedly, the customer had used novolog in the cartridge for 3-4 days. The customer's blood glucose (bg) level ranged from not being impacted to 275 mg/dl. After the supplies were changed, a correction bolus was delivered via the pump to address the high bg level.